Event description:
It was reported that a user was unable to unlock a newly set up ilet device, preventing receipt of a confirmation code until the device could be charged, after which the user reported resolving the issue. Symptoms included no adverse health effects. Outcomes included no clinical impact, no alarms, and no medical intervention or hospitalization. Investigation included user support with troubleshooting and education. Investigation of this case revealed that the device was unresponsive to the sleep/wake button during initial use, and normal function was restored by updating the app and charging the device, indicating normal operation after user actions. It was concluded, based on previously established findings for similar reports, that the cause was user-related use issue with no device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.